Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021.

Event description:
The customer reported v60 keeps and alarming and the 35 volt power supply is displaying 0 volts. There was no patient involvement.

Manufacturer narrative:
G4:22apr2021. B4:26apr2021. The customer stated the unit had been repaired by a third party and that the power management board was replaced. The removed component was reported to have been scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.